Event description:
A hospital in (B)(6) reported to a distributor that the limbs of an rt340 adult dual heated evaqua breathing circuit were not heating and that alarms sounded on the humidifier when the heaterwire adaptor was connected. This was observed during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) for inspection. The electrical resistance of the heaterwires of the inspiratory and the expiratory limbs were tested using a calibrated multimeter. Continuity testing and visual inspection were also conducted to check the electrical connection between the heaterwires and the heaterwire pins to our specifications. Results: electrical resistance testing showed the expiratory heaterwire was within specification; however, the inspiratory heaterwire was open circuit. Continuity testing and visual inspection revealed that the open circuit in the inspiratory heaterwire was located at the connection between the heaterwire and the left heaterwire pin inside the overmoulded plug. A lot check revealed no other complaints of this nature for lot number 130404. Conclusion: electrical open circuits in heaterwires can be associated with insufficient connection of the heaterwire pin during production, such that it is unable to provide continuity for the full period of use. All rt340 breathing circuits are resistance and continuity tested during production, and those that fail are rejected. This suggests that the subject inspiratory heaterwire became open circuit after released for distribution, possibly as a result of insufficient connection. (B)(4).